Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that atherectomy and predilatation were performed in the superficial femoral artery (sfa). Nominal pressure was applied for two minutes in the sfa. The 5.5x150 mm supera stent was thought to have been fully deployed in the sfa. During removal of the stent delivery system (sds), the stent was coming out with the sds and then the stent deployed from the sds. The stent had elongated approximately 30% of the expected length and had stretched into the external iliac artery. The physician was not happy with the placement of the stent so the stent was removed with a snare. Another supera was implanted in the sfa without incident. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information provided, a conclusive cause for the reported difficulty could not be determined. The additional treatment was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.